Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the end of the catheter fell off during wire exchange. It is unknown if the ro marker detached; however, the tip of the cannula fell off and was removed from the patient. It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. No injury to the patient was reported at the conclusion of the procedure.

Manufacturer narrative:
A visual examination found that the unit returned was found separated (split/torn) at the bonded areas; moreover, the ro marker was found present at the distal tip section. Only the distal end of the device was returned for evaluation. Based on the investigation results, the device damage could be due to excessive manipulation of the device by the user. The failure is consistent with one which is caused by excessive force which may result in damage, deformities or device breakage. The most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. Same lot: no other complaints have been reported for lot number 19961454. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an rx ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the end of the catheter fell off during wire exchange. It is unknown if the ro marker detached; however, the tip of the cannula fell off and was removed from the patient. It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. No injury to the patient was reported at the conclusion of the procedure.